Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent on (B)(6) 2013. Upon follow up, computed tomography (CT) showed a possible type 3b endoleak. The physician is planning a secondary procedure to reline the initial implant. The patient has not been scheduled for a secondary procedure yet.